Event description:
I was dispensed a bd luer-lok syringe from the pharmacy to use to administer vitamin b12 injections. The markings on the syringe were misprinted/crooked. This did not allow for the correct dose to be drawn up. Lot #: 4157077, expiration: 5/31/2025.